Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital due to inappropriate shock due to t-wave oversensing. The plan was to extend smart pass duration and keep the s-ICD programmed to primary, as it had the largest. Technical services (ts) recommended performing an exercise test to determine a stable sensing vector and capture a reference surface echocardiogram (s-ECG) during elevated heart rates. This s-ICD remains in service. No additional adverse patient effects were reported.